Event description:
Customer alleges that her backup pump is not delivering accurately. Customer' blood sugar was 400 mg/dl on her backup pump. She switched to her primary pump and her blood glucose returned to normal. No adverse event reported. A request was made for the return of the device.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.